Event description:
Per the info provided to co by the physician's office, the device was removed as it was "out of fluid - hole in (the) pump." As reported to co, the entire device was removed and replaced.

Manufacturer narrative:
According to the avilable info this inflatable penile prosthesis was revised on 7/21/97 due to a "loss of fluid." Additionally the info indicated that there was a "hole in tubing at pump." No implant info was provided. A pump, two cylinders and a reservoir were returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been rec'd. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be rec'd, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed two separations/sites of leakage. The first is noted in the non-serialized outlet's exiting tube, adjacent to the strain relief, confirming the notation of a "hole in tubing at pump." Further examination revealed a confined area of abrasion surrounding and penetrating this site and extending unto the strain relief. Within the area of abrasion a crease mark is noted. The second site of leakage is noted in the mid-section of cylinder #2's bladder. Examination of the surfaces of the separation revealed markings indicating contact with sharp instrumentation. Based on qa's examination and the limited info rec'd, qa concluded that while in-vivo the nonserialized outlet's exiting tubing was partially kinked and abrading against itself and its associated strain relief. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the tubing at the noted site. This rent would allow the noted loss of fluid. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage to cylinder #2's bladder occurred subsequent to the device packaging being opened. In addition, because the expected use of this device, combined with the observed damage would have resulted in fluid loss upon first use, and because this site is not noted as a site of fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant.